Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment information was not reported. The patient was discharged from the hospital after eight days. Dianeal therapy was ongoing. It was not reported if the patient had recovered from the peritonitis event. Dianeal therapy is ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.